Event description:
The customer reported that the touch screen would not work. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The software was reloaded. The voltage was checked. The cine sub system was replaced. The system was tested and operates as intended.